Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges sinusitis. There is no allegation of serious or permanent harm or injury. The device was previously serviced at a third-party service center and no visible foam particles were found. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The blower hour was found to be 1 and machine operation hours were 1147 during the evaluation of the device at a third-party service center. H3 other text : device not yet returned.